Event description:
A patient complained that the pt's surestep meter was reading inaccurately low. While troubleshooting, it was discovered that patient was using test strips that have been opened for more than 3 months. Lifescan recommends in the ss owner manual not to use test strips that have been opened for more than 3 months.